Event description:
(B)(6) 2011, I had the essure implant procedure done. It has been nothing but pure pain every day. I started bleeding heavily from the time I got it for two months. I start growing cysts and fibroids. Not to mention plenty of infections. My vision has changed and I had felt like I was dying. I lost my hair and I got a full work up and had no issues until that device was introduced into my body. It's not safe. I lost my life. The headaches were dangerous, and the head pains, stomach pains/sharp jagged pain, I was on my knees sometimes in pain.